Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm and printing issue with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and embedded fm and printing issue was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded fm and printing issue with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded fm and printing issue was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer® edta 2k had dirty tubes. No serious injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.